Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted: (B)(6)2010 . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert for high, undefined impedance on the left ventricular (lv) lead. The lv lead remains in use. No patient complications have been reported as a result of this event.